Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility's biomedical engineer evaluated the iabp and determined that the x1 sensor reading was abnormal and damaged. To address the issue the biomedical engineer replaced the x1 sensor. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a routine inspection of a cs100 intra-aortic balloon pump (iabp) performed by the facility's biomedical engineer, that an electrical test fail #53 alarm appeared. There was no patient involvement, thus no adverse event was reported.